Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during normal follow up, externalized conductors were observed via imaging. Patient was asymptomatic and no electrical anomalies were noted. Lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 9.5-13.6cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. External insulation abrasion was found at 15.2 - 15.3cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations.